Event description:
It was reported that (1) lcsk5 was used during a lap splenectomy. It was reported by the rep that the device worked for about ten minutes of use then quit operating. The surgeon tried different handpieces (including both the old and new) and two different generators. Opened a new lcsk5 and successfully completed the procedure. There was no consequence to pt.